Event description:
It was reported that during an ovarian resection procedure, when aeroperitoneum was performed, a loud noise was heard from the device. Another device was used to complete the procedure. There were no adverse consequences to the pt. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.